Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of this complaint has been determined to be cause not established, as the investigation findings did not lead to a definitive conclusion regarding the reported event. Olympus will continue to monitor field performance for this device. Should any additional relevant information become available, a supplemental report will be submitted accordingly.

Event description:
During device evaluation, it was found that biological contamination was present at the distal tip of the bronchofibervideoscope. There was no patient involvement associated with this event.